Event description:
Report received that the primary solution flowed into the secondary container while the pump was in use. At an unspecified time, the primary line of the pump was programmed to deliver an unspecified concentration of fentantyl at an unspecified rate. The secondary line was programmed to delivery an unspecified concentration of dilaudid at an unspecified rate. The nurse reportedly went on break at approximately 0300, "with less than 5 cc in the fentantyl bag and more than 100cc in dilaudid bag." When the nurse returned at 0340, "the fentantyl bag was reportedly overfilled and the dilaudid bag was empty." It is unspecified if the ventilator assisted patient received any of the medication mixture. There was no reported adverse patient effect and no medical interventions were required. The pump was removed from clinical service and therapy continued using a replacement pump. Though requested. No further information was available.